Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fall and experienced pain at ipg site. As a result, surgical intervention occurred on (B)(6) 2019 during which the ipg was moved. The issue has resolved. During the same surgery, the leads were explanted and replaced as documented on manufacturer reference numbers 1627487-2019-14363 and 3006705815-2019-05096.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.